Event description:
I recently purchased a device called journey to the wild divine. It is labelled as a biofeedback device. Www.wilddivine.com. From my understanding as a clinician, this device requires FDA 510k approval and prescription labelling, since it is not battery powered. Indeed, it derives its power from the usb cable from the pc. Our biomedical technician at the hosp measured the resistance from the fingertip skin conductance sensors to the usb cable and found it to be only 28,8000 ohms. In the case of a short circuit in a pc running 220 vac or 110 vac, the current to a user could exceed 7.8 milliamperes - far higher than the maximum allowed of approximately 100 microamperes - and potetially hazardous. I spoke with the co, and they are aware of the situation, but claim they are legal. As a clinician dealing with susceptible pts, I am very concerned- especailly since this product is being sold mostly to consumers. In additon, they are making claims for the product outside of the rhealm of relaxation.